Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. A second fse performed a follow-up assessment of the repairs previously started and found that the grounds were not connected properly to an instrument grounding board. The issue was corrected by the fse. Based on available information the root cause for this event is that the affected fse did not properly ground the coulter lh 750 hematology analyzer while performing preventive maintenance activities.

Event description:
The customer reported that on (B)(6) 2011 a beckman coulter inc. Field service engineer (fse) received an electrical shock while performing preventive maintenance (pm) activities on a coulter lh 750 hematology analyzer. The fse was replacing the white blood cell ground plug as part of pm activities. Shortly after replacing this component the fse received a shock from the instrument. The fse was seen in the customer's emergency room where his arm was examined and he was prescribed pain medication. The fse is currently on limited duty, and is waiting a follow up visit to the doctor. Patient results were not affected by this event. No death or modification to patient treatment was associated with this event. There was an exposure and risk management plan in place at the facility.